Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was disconnection between the ¿light blue part¿ (mainbody) and the ¿inner dark blue screwing¿ portion (female connector) of the transfer set during use. This was noted when the patient was disconnecting from the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Outcomes attributed to ae was accidentally marked as ¿other serious important medical events¿ in previous submission. Expiration date was inadvertently left out of a previous submission. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The photo was visually inspected and there were no issues found. The reported event of separation of the two components of transfer set could not be verified. Should additional relevant information become available, a supplemental report will be submitted.